Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is no longer responding to presses at all unless she really wiggles it around. Pt stated she first noticed the issue about 2 weeks ago. Pt reported the button pops out when pressed and released. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.